Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was implanted to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient underwent a per protocol planned esophagogastroduodenoscopy (egd) with stent removal post-pseudocyst resolution. The physician attempted to remove the axios stent with a snare, but overgrown tissue at the distal flange of the stent inhibited removal. On (B)(6) 2017, the patient underwent a second procedure to attempt to remove the stent. The physician examined the site of stent placement and noted that the stent was no longer present. The physician was not concerned by this and expects the stent will pass naturally. No further action was taken. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.